Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736113, software version #: 1.0.5 product ID: 9736113, software version #: 1.0.5 h3, software analysis was performed. It was determined that this is a known software issue. Software analysis was performed. It was determined that this is a known software issue. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that during an outside procedure when they powered on the system the grub menu appeared. Technical services (ts)walked the manufacturer representative (rep) through the menu and the rep was able to log in. The time and date was correct. Ts had the rep boot down the system and power on to confirm the grub menu did not appear again. There was no patient present.